Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. The complaint stated: ¿t1 was implanted, t2 fell off. T1 was cut at the end of the suture. Implant t2 and suture were taken out¿. This allegation does not correlate with the condition of the device returned. In addition, it appears that the ¿t2 fell off¿ phrase is being used to explain when the t2 anchor was unsuccessfully anchored within the meniscus tissue. T1, t2 and suture were returned. T1 was returned freed from the needle tip. T2 was still situated within the delivery needle track along with suture. The depth limiter was attached and had been fully retracted. The delivery curve had no obvious damage. The device cycled and actuated as expected. T2 was deployed successfully. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. Per instruction for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during a meniscus repair surgery, after t1 was implanted, t2 fell off. T1 was cut at the end of the suture. Implant t2 and suture were taken out. A backup device was available to complete the procedure with no significant delay and no patient injuries.